Event description:
The facility's biomedical engineer reported an infusion pump with "failure 808:07". This report was noted by a tech during service. The biomed had reported that the pump had gone into failure immediately after power-up but was not on a pt. He had also stated that the pump was not involved in any pt injury or medical intervention. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info and tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.